Event description:
Customer reported that the device was not working properly and when it was removed, they noticed the tip has sheared.

Manufacturer narrative:
Upon completion of the investigation it was noted that one piece of catheter was returned and was visually inspected, one end is clean cut, and the tapered end is jagged. As noted in the complaints description the device broke during surgery, it is possible that the breakage could have been attributed to customer handling. This however could not be confirmed. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.